Manufacturer narrative:
Concomitant medical product(s): 4592-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their leads came loose after implant. They also reported being shocked by the cardiac resynchronization therapy defibrillator (crt-d) five times, requiring a two week stay in the intensive care unit (ICU). The patient was seen by both their following and implanting physician but neither physician was aware of any information related to the patient's report. The implanting physician did report receiving a phone call from the patient's family member the day after the implant advising that the patient had received a shock. No further information was available. The crt-d, right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.